Manufacturer narrative:
It is unk whether the akreos ao iol remains implanted. To date, the device has not been returned to bausch + lomb for eval. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
It was reported that a pt implanted with an akreos ao presented with opacification of the iol three months after retinal surgery which involved exchange of silicone oil/bss. The pt's visual acuity was 20/25 post implantation, but decreased to 20/60 three months after the bss/oil exchange, due to the presence of white material deposit on the superior anterior optic zone of the iol. The retinal surgery occurred on (B)(6) 2011, approx 3-4 years after the akreos ao iol implantation. Additional info has been requested, but has not been received.